Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that air in line alarming after changing hyperparathyroidism (hpt) medication bag. Air was noted on both sides of the filter and small air bubbles throughout line before filter. The patient was disconnected, the cassette was removed, and tapped any bubbles from cassette all the way up to the filter, removing all air bubbles from filter. Primed line three milliliters to ensure all air was out of the tubing and filter. Noted that the line was all clear of any bubbles prior to reattaching the patient. Infusion started on time. All air was removed from line and dose started on schedule. No serious harm was reported. No patient injury was reported.